Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on an unknown date and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01802. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal scarring, pelvic pain, cystocele, rectocele and adhesion. It was also reported that the patient underwent mesh revision on (B)(6) 2013 due to pain and mesh extrusion.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, and recurrent urinary incontinence. It was also, reported that the patient underwent mesh excision of the arms of her old pelvic organ prolapse graft that was placed outside location on (B)(6) 2015 by dr. (B)(6).(B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, and recurrent urinary incontinence. It was also, reported that the patient underwent mesh excision of the arms of her old pelvic organ prolapse graft that was placed outside location on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, nocturia, and feeling of incomplete bladder emptying. (B)(4). Nocturia, and feeling of incomplete bladder emptying.

Event description:
It has been reported that following insertion the patient experienced urinary frequency, nocturia, and feeling of incomplete bladder emptying.

Manufacturer narrative:
It was reported that following insertion the patient experienced mesh bunching, urine leakage, and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced mesh bunching, urine leakage, and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient experienced pelvic organ prolapse and adhesions. It was reported that patient underwent excision of anterior vaginal wall mesh, with placement of open-ended ureteral stents for dissection, anal sphincteroplasty on (B)(6) 2013 by dr. (B)(6).